Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had an emergent system controller exchange. The patient called the team to report a "connect to power" alarm. Exchanging the battery, the battery clip, and connecting to the mobile power unit (mpu) failed to resolve the alarm. The patient confirmed mpu was powered on without alarms. The patient denied any obvious damage to power cables. Controller exchange was successful without alarm recurrence and the pump began running within seconds. The controller was to be sent for analysis.

Manufacturer narrative:
Corrected data: section d9: device evaluation status corrected. Section e3: occupation corrected. Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via log file analysis and investigation of the returned controller. Data was reviewed from the reported event date of (B)(6) 2025. Beginning at 22:40, intermittent atypical low voltage alarms activated due to the relative state of charge (rsoc) voltage fluctuating below the alarm voltage threshold. At 23:04, the driveline was disconnected, and the controller was powered down, consistent with the reported controller exchange. The alarms did not affect the controller¿s ability to support the pump and there were no other notable events captured in the log file. The returned system controller (serial number: (B)(6)) was returned and damage was found on the wire responsible for the rsoc signal, causing the reported alarms. The controller was otherwise able to function as intended. Provided information indicated that the patient attempted exchanging the 14v battery and 14v battery clip, but this did not resolve the alarm, so the patient exchanged their controller, resolving the reported event, and that there were no adverse effects from the controller exchange. The root cause of the reported event was determined to be due to damage on the power cable of the system controller. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low power advisory conditions. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.